Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was noted on stored episodes of non-sustained lead rv oversensing. The oversensed signal appeared to be myopotential. Programming changes were discussed. The patient was not symptomatic and is stable.